Manufacturer narrative:
(B)(4).

Event description:
"Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire was missing. No additional event or patient information is available."

Manufacturer narrative:
(B)(4). Correction - the g5 system is associated with product code pqf.